Manufacturer narrative:
(B)(4). Batch # j5gc9a. The analysis results found that the cr40g device was returned outside its original package. The tyvek and blister were visually inspected and a dent was observed to be in the tyvek. Therefore, the dent does not compromise the sterile barrier of the package. No conclusion could be reached as to what may have caused the reported incident. A lot record was review and no anomalies were noted during the packaging process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown procedure, the tyvek on the package appears to be compromised by edge of reload within. Another like device was used to complete the procedure. There were no adverse consequences for the patient.